Manufacturer narrative:
Subsequent information confirmed the patient had a pulmonary embolism which caused an increase in p-wave voltage and oversensing. Once the embolism was resolved the patient had troubleshooting completed, to include a stress test and no issues with sensing were observed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from a patient advocate, that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode oversensed noise resulting in inappropriate shocks. It was alleged that the first shock induced ventricular fibrillation (vf), the second shock did not convert the rate and had evidence of undersensing. A third shock was successful in cardioverting the arrhythmia. Boston scientific technical services (ts) was consulted as the patient has a concomitant transvenous pacemaker. Ts reviewed the episode and observed what appeared to be t or p wave, oversensing as a result of atrial pacing from the concomitant pacemaker. The patient¿s rate was 125 bpm prior to the shock. It remains unknown why the rate was so high. Ts recommended evaluating the sicd function at a controlled faster rate. If the sicd is oversensing the atrial pace, ts recommended system reprogramming to include, decreasing the voltage and increasing the pulse width. If reprogramming is completed as noted, it was recommended to have medical investigation into the genesis of the initial high rate.